Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No stuck button alarms noted. Device passed self test and displacement test.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the bottom buttons did not clicked. Customer reported that the numbers were not ramping on their own and scroll bar was not moving with no input. Customer stated that the button was not unresponsive during easy bolus. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.